Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink continu-flo solution sets were discolored with a ¿pink tinge¿ inside the tubing. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Eleven (11) unused devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of contamination in the fluid pathway was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.